Manufacturer narrative:
Title: the feasibility of robotic left-side hepatectomy with comparison of laparoscopic and open approach: consecutive series of single surgeon. Source: int j med robotics comput assist surg. 2019;15:e1982. Accepted: 3 january 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between june 2016 and april 2018 about the feasibility of robotic left-side hepatectomy with comparison of laparoscopic and open approach on 34 patients, the laparoscopic stapler was used for dividing pedicle segments, the left hepatic duct, and the left hepatic vein. Complications included: bleeding, conversion to open due to bleeding due to left hepatic vein tearing, fluid collections requiring endoscopic treatment or antibiotics.